Manufacturer narrative:
The result difference can occur when there are low levels of antibodies present. The investigation determined that the lot to lot comparison is within the specifications of the assay. The performance of these lots regarding sensitivity and specificity are within the confidence ranges of the respective claims in the method sheet. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 1 patient on a cobas 6000 e601 module. The serial number for the cobas analyzer was requested, but not provided. On (B)(6) 2020, the patient sample produced a negative (0.651 coi) using the elecsys anti-sars-cov-2 method with lot 490259. The patient sample later tested positive using the euroimmun elisa method. The date of this test was not provided. On (B)(6) 2020, the patient sample produced a positive result (1.04 coi) using the elecsys anti-sars-cov-2 method with lot 494813 (expiration date requested but not provided). The results were not reported outside of the laboratory.